Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4), all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was having visual issues since (B)(6) 2017. Per account, the patient had persistent blur, streaking image from moving tennis ball, glare from overhead fluorescent lighting while playing tennis at night, and loss depth of perception. As a result, zxr00 intraocular lens (iol) sn (B)(4) was explanted from patient's left eye (os). Lens was replaced with a model pcb00 12.5 diopter. Post-surgery, patient is happy with complete resolution of all symptoms and there was no patient injury. Product will not be returned as it was discarded by the surgery center. No additional information provided.